Event description:
Complainant alleged that during biomed testing, the device displayed a "pacer fault 121", "pacer fault 122" and "pacer fault 123" messages. Complainant indicated that there was no patient involvement in the reported malfunction.